Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to transmit data and that the device may not be able to communicate. The patient did not have any consequences from the event.